Event description:
A malfunction was reported on a customer's pump, which powered off unexpectedly during an airline flight. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the customer with information on resetting the pump, and the malfunction code did not recur after the reset. The customer continued to use the pump for insulin therapy.